Event description:
It was reported that, "the open clips fell from the jaws of the device, during a surgical procedure and had to be retrieved from the abdomen. There was no pt injury."

Manufacturer narrative:
The device was rec'd and decontaminated. A qa engineer is evaluating the device. I will file a supplemental report when his investigation is complete.